Event description:
Caller reported a malfunction on the pump. There was no reported impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump. No malfunction code recurred after the reset, and the customer was advised to continue using the pump while being instructed to call back if the issue reoccurs.